Manufacturer narrative:
Event description: as reported, during a cystoscopy with stent removal and lithotripsy procedure, an universa soft ureteral stent set was used. During a stent removal attempt (stent placement/implant date unknown), the user noted resistance. Upon x-ray, it was noted that the stent was stuck on the stone and the stent was knotted in curls at the end of the stent. A [h30] laser fiber was introduced and the stent was lased into three pieces and extracted using an ncircle extractor (specifics unknown). The same laser fiber and laser was used to treat the stone and the case was completed successfully. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Investigation - evaluation: reviews of manufacturing instructions, specifications, instructions for use (IFU), quality control procedures, and interview of personnel were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. A review of the device history record could not be completed due to lack of lot information from the user facility. A review of complaint history records could not be completed due to lack of lot information from the user facility. The instructions for use (IFU) provides the following information to the user related to the reported failure mode: ¿warnings: formation of knots in multi-length stents may occur. This may result in injury to the ureter during removal and/or the need for additional surgical intervention. The presence of a knot should be considered if significant resistance is encountered during attempts at removal. The cause of the stent knot was unable to be determined. Per the quality engineering risk assessment, no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
It was reported that during a cystoscopy with stent removal and lithotripsy procedure, an universa soft ureteral stent set was used. During a stent removal attempt (stent placement/implant date unknown), the user noted resistance. Upon x-ray, it was noted that the stent was stuck on the stone and the stent was knotted in curls at the end of the stent. A [h30] laser fiber was introduced and the stent was lased into three pieces and extracted using an ncircle extractor (specifics unknown). The same laser fiber and laser was used to treat the stone and the case was completed successfully. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Implant date: date unknown. Concomitant medical products: ncircle extractor (rpn, lot - unknown). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.